Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the reporter stated that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 67 mg/dl following a cgm sensor change the night prior. The user went to the hospital where the user was treated with oral carbohydrates and discharged on (B)(6) 2025. No long-term health effects were reported.